Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to function in one mode; however, as reported by the customer the device did not function in the other mode. The root cause of this defect was attributed to manufacturing. A search of the complaint database was performed and ten similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.